Manufacturer narrative:
Additional information: d10, h6 and h10: additional information provided indicated the case was planned as a balloon valvuloplasty to the existing surgical pvr. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The complaints were unable to be confirmed as neither the complaint device nor procedural imagery was provided for evaluation. No manufacturing non-conformances were identified due to the unavailability of the complaint device or applicable procedural imagery. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As per the provided patient information, the annulus was severely calcified. The technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. The technical summary applies to complaints with the balloon burst failure mode, which also resulted in difficulties withdrawing the delivery system. In this case, a balloon burst would have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely become caught on the tip of the sheath. The additional force and manipulation exerted to overcome the withdrawal difficulty may have contributed to the balloon separation. As such, available information supports that patient (calcification) and procedural factors (excessive force and manipulation) may have contributed to the complaint events. Since the occurrence rate does not exceed the (B)(6) 2020 control limits for the respective trend categories, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in the (B)(6), during a pulmonary valve in valve (23mm sapien 3 in 25mm non-edwards valve) procedure, the 23mm bav balloon ruptured and upon removal pieces of the balloon material separated and required surgical removal. A 23mm edwards bav with nominal fill was used to try and gently relieve some of the stenosis from the patient¿s non-edwards valve. The balloon was inserted via the right femoral vein with no issues. Once the balloon reached full deployment it ruptured circumferentially on the proximal end. The bav balloon had some difficulty being removed from the sheath due to the tear. The bav catheter was withdrawn through the venous sheath and it was noticed that part of the balloon material separated. Fluoroscopy was used to find the missing material. A goose neck snare was then deployed, and the balloon piece was retrieved back via the femoral vein. However due to the size and orientation of the piece, it was unable to be pulled back past the inguinal level and cut down was performed by a vascular surgeon. The balloon material was successfully retrieved, and the patient was noted to have been discharged in good condition.